Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged during a secondary procedure because of residual astigmatism following the implant. Additional information was requested.

Manufacturer narrative:
The lens was returned in a specimen cup. The lens case was not returned. Solution is dried on the lens. The lens is cut into three portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of two viscoelastics; only one is qualified for this lens with the qualified cartridge combination. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal toric 13.5 diopter, +3.00 add power lens model was replaced with a multifocal toric 12.0 diopter, +3.00 add power lens model. The manufacturer internal reference number is: (B)(4).